Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 6.8, lab: 4.x (not sure of actual value). Date: ng, inratio: 6.9, lab: 4.6. On another day she correlated meter to meter and got a 2.8 on her meter and then got 2.2 on her husband's meter. Her target range is 2.5-3.5.